Manufacturer narrative:
Troubleshooting of the AED with the customer identified that there may have been a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported their AED will not power on and giving a error code of "AED error or warning; battery operation". Customer stated that the fire dept discovered it was not working during CPR/AED recertification training. Possibly no maintenance - did not notice a red light or hear any chirping. The reported event did not occur during patient use.